Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued. On an unknown date, the patient experienced septicemia. The cause of the event was unknown. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the septicemia event. It was reported that pd therapy was restarted 40 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (10mg, twice daily, ongoing, route not reported) and ceftazidime injection (500mg, twice daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Two days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis three times a week. No additional information is available.